Manufacturer narrative:
The safety director at the user facility stated that the injury seems to have occurred due to the practice of using one staff member to place an x-ray cassette under a patient (rather than 2 staff members to assist with turning), which may cause more stress on that person.

Event description:
It was reported that the customer feels the cover of the mattress is too "tacky" and they find it difficult to slide x-ray cassettes under the patients. It was further alleged a staff member sustained a wrist injury as a result. The staff member reportedly was seen by a doctor, but no details regarding the extent of the alleged injury were reported.